Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: the complaint lens was received. Lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Both haptics was observed damaged/distorted. Both haptics were also observed smashed. Due to the conditions of the lens returned it is not possible to confirm if the defect observed is related to manufacturing process, as the reported lens was handling prior to insertion process. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review). The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens was used as a scleral fixation intraocular lens. Reportedly, the physician had issue with the haptic after insertion where the haptic was reported as melted too short. The lens was inserted, removed and replaced within the same surgical procedure without patient injury or complications. Upon receipt and evaluation of the returned device, and it was determined that the haptic was damaged. No further information provided.